Event description:
Caller states, the pt tested 2.6 inr on the coaguchek xs system while a comparison lab returned as 1.9 inr. Pt's coumadin was adjusted based on the alb value. No adverse event reported. Requested return of suspect system and replacement was sent.